Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed a loose control magnet along with a worn bearing. The most likely cause is attributed to wear and tear.

Event description:
It was reported that the motor overheats. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported.